Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: screw/rod construct accessories/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgeries on cervical or cervicothoracic spine. Failed cervical or cervicothoracic spine fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: synapse group: 24 patients had reoperation within 0-3 months from the index surgery. 31 patients had revision within 0-3 months from the index surgery. 74 patients had revision within 0-12 months from the index surgery. 22 patients had revision within 13-24 months from the index surgery. Mountaineer oct group: 43 patients had reoperation within 0-3 months from the index surgery. 87 patients had revision within 0-3 months from the index surgery. 218 patients had revision within 0-12 months from the index surgery. 82 patients had revision within 13-24 months from the index surgery. Pediatric-mountaineer oct group: 3 patients had revision within 0-3 months from the index surgery. 4 patients had revision within 0-12 months from the index surgery. This is for depuy spine mountaineer oct and pediatric-mountaineer oct. This impacted captures the revision within 0-3 months from the index surgery. This report is for one (1) unknown screw/rod construct accessories. This report is for 5 or 6 for (B)(4).